Event description:
Customer called to report that the synchron lxi 725 clinical system generated erroneously elevated troponin I (accutni) results within the risk stratification range for two patient samples. The erroneous results were not reported out of the laboratory. There was no death or injury associated with this event, and patient treatment was not impacted. The samples were repeated on the same instrument, as well as on an alternate access 2 instrument in the laboratory, and both instruments produced lower results within the normal reference range. Customer stated that one patient was from emergency room (ER), and the other patient was from the intensive care unit (ICU). The ICU patient was approximately (B)(6) old and diagnosed with diabetes. No additional information regarding either of the patients was available.

Manufacturer narrative:
Customer indicated that the instrument was recently verified by a field service engineer, and did not believe that the false positive results were due to an instrument malfunction. Customer stated that using alternate heparin tubes might resolve the issue. Customer neither requested nor required onsite service for this event. Therefore, no cause could be determined. Customer has not called back to report any further issues relating to this event. (B)(4).